Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant attempt, the stylet could not be fully inserted in the lead lumen. The lead was removed and replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the stylet insertion was performed, result was passed. The stylet passed through the coil lumen to the distal end of the lead without obstruction. If information is provided in the future, a supplemental report will be issued.